Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead superior vena cava [svc] impedance was high and a patient alert was triggered. It was also reported that the high voltage coil impedance of the rv lead has been increasing. The rv lead remains in use. No patient complications have been reported as a result of this event.